Manufacturer narrative:
Date recv'd by MFR: 11jan2019 is the correct date for this report. It was previously reported as 08jan2019.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 1 month (calculated from the date when the system controller was issued to the patient). The reported event of a driveline power fault alarm was confirmed. The evaluation of the returned system controller revealed a compromised pcb component (open fuse). As a result the system controller operated a test pump with a call hospital contact/ driveline power fault alarm active. Visual inspection of the system controller revealed a burn mark inside the driveline connector. The open fuse was successfully replaced and the system controller operated as intended with no active alarms. A full functional test was performed and the controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The data log file was successfully retrieved from the system controller. The information recorded on (B)(6) at 11:25 revealed several intermittent fault flags, including com a fault, com b fault and power a fault followed by a driveline comm fault alarm. Two minutes later the driveline was disconnected and all the power to the controller was removed. It appeared that the alarms were related to the process of exchanging the modular cable. The system controller was connected to a power module and next entry revealed a controller internal fault alarm associated with over current protection b open. The driveline was connected to the system controller and the system initiated operation with a driveline power fault alarm associated with a power line b open/over current protection b open. The driveline was disconnected and reconnected and the driveline power fault alarm remained active until the end of the log file when the system controller was disconnected from the system. In conclusion the driveline power fault alarm was a result of incorrectly inserted driveline (180 degrees) which resulted in a damaged fuse. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event..

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that after a modular cable exchange procedure, a driveline power fault alarm occurred. The alarm was cleared on the system monitor but it occurred again. The system controller was switched to the back-up controller. No further alarm occurred since then. The patient was asymptomatic. During the manufacturer's investigation of the returned system controller, an open fuse and a burn mark inside the driveline connector due to an incorrectly inserted driveline by 180 degrees was found. No additional information was provided.